Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow transducer (mt5) being out of tolerance.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device had evidence of water contamination. The device's internal battery, detachable battery cable, interface board and power management board need replaced to address the issues. During evaluation, the device failed a test step. The device's sensor board needs replaced to address the issue. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."